Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had failed battery test and weak battery alarm. The blood glucose was unknown at the time of the incident. Customer changed battery and almost 14 batteries gave failed battery test alarm. Troubleshooting steps were guided for failed battery test alarm and again customer received with same alarm. Customer advised to replace the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had an unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. We were unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify weak battery alarm and failed battery alarm due to unresponsive button. However, keypad flattened button dome switch was found on esc, act. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.